Event description:
It was reported that the patient was admitted to the hospital after receiving inappropriate therapy. Several episodes exhibited lead noise. High impedance, low r-waves and loss of capture were observed. Lead fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).